Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, on the first reinforced 45-millimeter (mm) reload, the trigger was only going to the 30 marked. Another 45-mm reload was then used, but the same issue occurred. A second handle was then used with a reinforced reload of the same size, but the device did not proceed to the end. To resolve the issue, a new reload was used with a powered stapler. There was no patient injury.

Manufacturer narrative:
D10. Concomitant medical products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#n2m0301y); egia45amt, egia45amt egia 45 artic med thick sulu (lot#p2f0772); egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3b0394); sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#n2m0301y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, on the first reinforced 45-millimeter (mm) reload, the trigger was only going to the 30 marked. Another 45-mm reload was then used, but the same issue occurred. A second handle was then used with a reinforced reload of the same size, but the device did not proceed to the end. To resolve the issue, a new reload was used with a powered stapler. There was no patient injury.